Manufacturer narrative:
Investigation results: bd has confirmed customer complaints for devices with the reported batch, that during insertion of the catheter, the needle is slow to retract or fails to retract. The slow/no retraction may require repeated attempts at retraction of the needle by pressing the button. There is also the potential for a needle to remain exposed, despite shielding attempts. Bd is continuing to investigate the root cause and will take action to prevent recurrence of this issue. Bd is committed to advancing the world of health. Our primary objectives are patient and user safety and providing you with quality products. We apologize for any inconvenience this issue may have caused you and thank you in advance for helping us to resolve this matter as quickly and effectively as possible.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle does not retract. The following information was provided by the initial reporter: needle would not retract when pushing the button.

Manufacturer narrative:
Customer verifies no patient harm. E/f codes updated.

Event description:
The medsun report indicates "other serious or important medical events" was there any harm/serious injury to patient or hcp? If yes, please describe including any treatment that was required. Wed 05/21/2025 5:44 there was not any harm to the patient.